Event description:
Related manufacturer reference number: 1627487-2019-09491. It was reported that the patient had ineffective therapy, and had their leads revised by their physician. Effective therapy was not established. The patient may undergo surgical intervention in the future to address their issue.